Manufacturer narrative:
The insulin pump was received with a severely scratched display window and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there were many scratches on the display window of the customer's insulin pump. No further details were given. The insulin pump was returned for analysis and a replacement device was shipped to the customer.